Event description:
It was observed by a physio-control service representative that a pin from the therapy cable assembly was broken off and stuck within the therapy connector assembly. This would likely prohibit the use of defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio has provided the necessary information to the customer regarding the parts needed to repair the reported device failure; however, a response from the customer has not been provided.at this time, the cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control was able to replace the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.